Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was "within range". Reportedly, the malfunction was resolved and customer was able to resume insulin therapy on their pump.